Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose level (bg) was elevated (484 mg/dl). During system check with tandem technical support, the luer lock was found to be loose. Customer also reported discomfort at the infusion site. Customer delivered a bolus to treat elevated bg level; however, bg level did not decrease. Customer declined to remove the infusion site to inspect the cannula for kinks or bends. Customer readjusted luer lock and primed tubing to eliminate air bubbles. Customer resumed insulin delivery successfully.